Manufacturer narrative:
The user's manual for the quickie q7 clearly states that the swing away armrests are not to be used for weight bearing as stated here: "warning padded swing-away armrests are not transfer devices and must be rotated out of the way prior to transferring. Failure to do this on regular basis can result in decreased chair integrity and may void the warranty." The parts involved in this incident were returned and are currently being evaluated by our internal failure investigator. We have also opened CAPA (B)(4) to address this issue. Once a conclusion is reached, a follow-up will be filed.

Event description:
The end user was putting weight on the left armrest when the armrest receiver broke, injuring the end user. The end user went to the hospital where they were diagnosed with a cracked rib and a chest contusion.